Manufacturer narrative:
Alleged failure: flickering and delayed the case by 30 seconds. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: camera head conforms to specifications. The most probable root cause could be other equipment used along with the camera head when the issue occurred. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was flickering and the case was delayed by 30 seconds. There was a full loss of image for less than 30 seconds.

Event description:
It was reported that there was flickering and the case was delayed by 30 seconds. There was a full loss of image for less than 30 seconds.

Manufacturer narrative:
Alleged failure: flickering and delayed the case by 30 seconds. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: camera head conforms to specifications. The most probable root cause could be other equipment used along with the camera head when the issue occurred. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.